Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on-going use, the right atrial (ra) lead was showing high threshold values. Therefore on (B)(6) 2019, the lead was capped off and replaced with a new lead of a different model. No adverse effects were reported.